Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective belt.

Event description:
Electrode belt sn (B)(4) was not returned to zmc for investigation. Review of the distributor's incident files indicates that the equipment was returned to the distributor for evaluation. The distributor evaluation indicated a damaged trunk cable connector. Per the distributor's records, the equipment was repaired and returned to the field. Based on our analysis of the distributor incident files, our conclusion is that the damaged trunk cable connector was likely the cause of the alleged deficiency. Physical evaluation of the device at zmc does not add further value in the root-cause investigation.